Event description:
It was reported that the pt had a successful trial but the permanent implant was not effective. The pt had the neurostimulator replaced and the second system was not effective either. Another revision may be planned. Add'l info was requested.

Manufacturer narrative:
(B)(4).